Event description:
It was reported that the patient was able to charge and feel stimulation, and then everything went blank. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).